Event description:
Customer reporting 1 false positive sars result on a female patient. Customer states the results were confirmed negative by pcr.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.